Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the screws on backup system controller were threaded during preparation. This issue was observed after taking it out of the box. The controller was replaced before being used on a patient.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of damage to the screw heads of the backup battery cover plate was confirmed. The heartmate 3 system controller was returned for analysis without a backup battery. A test battery was inserted into the controller and was connected to a mock loop, test power module, and system monitor. A log file was downloaded which contained events that were recorded during the manufacturing process on (B)(6) 2022. The screw heads of the backup battery cover plate were observed to be damaged; however, the screws were able to be fully fastened and removed from the controller without any issues. The observed damage did not affect the functionality of the screws. The controller was able to support pump operation for an extended duration without any issues or alarms activating. A manufacturing analysis task was opened to investigate the issue of removing screws from the backup battery cover plate. The manufacturing procedure for the heartmate 3 system controller has been revised with the instructions to use the correct tool, and inspection for the screw head has been added in order to prevent damaged screws on the system controller battery door. An awareness training for operators was conducted for the operators to ensure that they are well-informed about the screw head damage. The root cause of the reported event was determined to be due to a manufacturing issue. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 2, entitled "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that there was no delay in patient treatment/support due to this event, and that the provided tool was used from the box to try and remove the screws.